Event description:
It was reported by the customer that a pyxis anesthesia es system was not communicating with the network. Customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by a network issue in the customer environment. A field service engineer inspected the station and referred the issue to customer it. The device functioned as intended after the customer resolved the issue.